Manufacturer narrative:
This report has been identified as b. Braun medical inc., (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set leaked at the upper y=site valve or back check valve (customer is unsure of where). The medication that leaked was chemo, but unsure of what kind.